Event description:
A patient reports undergoing bilateral cataract surgery with implantation of the crystalens. Immediately postoperatively, the patient complained of glare and halos. Patient also reports experiencing difficulty with night driving, starbursts, floaters, dry eye symptoms, and a need for reading glasses. Additional information was requested from the implanting physician, who reports that the patient's preoperative bcva os was 20/25-2, mrse was -4.50 + 0.50 x 085. Postoperatively, the patient's bcva os was 20/25 and j6, mrse was plano + 0.25 x 074. A yag capsulotomy was performed os in 2007, and the bcva improved to 20/25, j5 and mrse improved to +0.25 +0.25 x 075. According to the physician, the cause of the patient's symptoms are multifactorial - corneal astigmatism (pre-existing condition) and dry eye syndrome. The halos are not believed to be lens related. Reference MDR #2031924-2008-00215.

Manufacturer narrative:
Root cause: according to the physician, the patient's complaints are likely attributed to pre-existing corneal astigmatism and pre-existing difficulties with night vision (halos, glare).